Event description:
It was reported that during an unknown procedure, continuous leakage occurred with device, co2 leaking from the trocars. The surgeon took older trocars from another lot and the surgery could continue as planned. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the gb12lt devices (a, b, c and d) were returned in good visual condition, the devices were functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.